Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device locked on tissue. Another device was opened and it was used to transect the tissue around the device to remove it. There was no patient injury related to this event.